Manufacturer narrative:
The tech found the left head side rail has a broken slide bracket and wire covers. The tech replaced left head side rail slide bracket and wire covers to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the left head side rail will not raise to the latch position. No pt injury reported.